Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) went to the hospital after receiving a shock while bending over. Interrogation of the device found that the shock was inappropriate and delivered due to oversensing of myopotential noise. Testing was performed while the patient was performing isometric movements. There was noise noted on the primary vector and the qrs amplitude was too small. The secondary and alternate vectors showed t-wave oversensing. The device was programmed to the primary vector and the gain was increased to 2x. Although the noise was still present during testing, it was lower than the qrs complex so it was being marked as noise by the device. A memory download was performed and sent to boston scientific technical services (ts) for review. A ts consultant confirmed that the episode with the delivery of an inappropriate shock was due to myopotential noise oversensing and a reduction in the r-wave amplitude. The shock impedance measurement was 70 ohms. It was discussed that the noise was possibly postural. Additional troubleshooting was provided that could help further investigate the cause. No adverse patient effects were reported. The s-ICD remains implanted and in service.